Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to reveal any gross visual defects that would contribute to the complaint condition. It was observed that the actuator was protruding down beneath the shaft, indicating that the actuator to shaft pin had sheared off. It was also observed that the jaw to shaft pin was broken. Given these defects, the jaw could not be opened or closed as intended via pulling the jaw trigger. An eiii needle was loaded into the chamber of the device, and it got caught on the damaged actuator at the distal end of the shaft. This failure is typically observed when the user grips too much tissue in the jaws of the device, and twists or leverages it therefore causing stress to build on the pins. Excessive stress placed on the pins can cause the pins to shear, therefore is a potential root cause for the pins being broken. The damaged actuator caught the eiii needle as it was loaded into the device, therefore is a potential root cause for the device appearing to be jammed and the user not being able to successfully pass a needle. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that after a rotator cuff repair procedure and following sterilization the customer's expressew iii without hook feels like something is stuck in the gun and is not passing the needle. The case was completed with this device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The sales rep could not provide a lot number. The device is being returned for evaluation.